Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0049362, medical device expiration date: 2025-02-28, device manufacture date: (B)(6) 2020. Medical device lot #: 0127747, medical device expiration date: 2025-04-30, device manufacture date: 2020-05-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 pen ndl 32ga 4mm were unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer reported that drug didn't come out.

Manufacturer narrative:
H.6. Investigation: five open 32g x 4mm pen needle samples were returned from lot. No. 0049362 along with one open 32g x 4mm pen needle sample from lot. No. 0127747 and three photos were returned visual examination was carried out on all six samples and a bent non patient end of cannula was observed on all six samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 6 pen ndl 32ga 4mm were unable to deliver insulin/meedication. The following information was provided by the initial reporter: the customer reported that drug didn't come out.